Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The air/water nozzle and endoscope connector were corroded. The objective lens was cracked. The forceps elevator wire was completely cut off. The universal code was deformed. There was a break in the image guide protector. Due to the wear of the angle wire, the angulation in all directions did not meet the standard value. The forceps raising angle did not meet the reference value because the forceps elevator wire was cut. The light guide bundle was damaged. The distal end cap was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the inside of the light guide lens was dirty.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus medical systems india private limited (omsi), but could not identify any defects that could affect the occurrence of the reported event. Omsc determined that the user can properly detect the reported event and reduce / prevent the occurrence of the event, because the instruction manual describes the inspection of the external surface of the entire insertion section including the bending section and the distal end, and the warning of external stress on the distal end, the insertion tube, and the bending section. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the reported event may have been caused by dirt getting in due to a gap in the light guide lens adhesive due to physical stress. -according to the evaluation result of the device, dirt on the light guide lens, cracks in the objective lens, and scratches on the distal end cap were confirmed. -the instruction manual describes cautions not to apply physical stress. -in the past similar cases, it was surmised that the cause was that the physical stress caused a gap in the adhesive part of the light guide lens and dirt entered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.